Manufacturer narrative:
The mesh had been implanted for thirteen years and there is no information provided regarding the patient¿s history between the time of implant and explant. Based on the information provided, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Should additional information be provided a supplemental MDR will be submitted. Without a lot number a review of the manufacturing records is not possible. Regarding infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device. " additionally the adverse reaction section lists adhesion and fistula formation as possible complications. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on the journal article, a case of enterocutaneous fistula that occurred 13-years after repair of an abdominal incisional hernia with preperitoneal mesh (surgery, vol 79, no 3 2017-3 pages 266-269). In (B)(6) 1999 the patient was implanted with bard "marlex" mesh for the treatment of an abdominal incisional hernia. The article reports that thirteen years post implant in (B)(6) 2013 the patient developed an abdominal abscess at the bottom of the abdominal operative wound. The abscess was treated and the patient was discharged from the hospital 3 weeks after treatment. Several days later the patient returned with a recurrence of the abscess. A CT examination revealed bowel adhesion to the subcutaneous abscess and fistula. The patient was diagnosed with a mesh related infection and bowel perforation by fistulogram inspection. The patient underwent removal of the mesh and intestinal fistula. It is noted that the mesh size was 7 x 5 cm with a slight deformation around the abscess and had perforated the bowel. There was 7cm of small bowel adhering to the mesh. The bowel was reconstructed by anastomosis. The abdominal wall was closed by suturing. The patient had no infection and recurrent hernia after this procedure